Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was "weak" and pump could not be charged properly without the customer maneuvering the cable into the charging port. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.